Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15jul2019. The technical support representative advised the customer to contact the philips service partner for service. Although requested, no further details were provided regarding the evaluation and repair of the ventilator. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation. International UDI: (B)(4).

Event description:
The customer reported that the ventilator's touchscreen failed calibration. There was no patient or user involvement.